Event description:
The customer obtained a single, positively biased proficiency result while troubleshooting analyzer condition codes using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Quality control was acceptable during the investigation. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concludes a single positively biased result was obtained on one frozen aliquot of a cap proficiency fluid using vitros clinical chemistry products phenytoin slides lot 2642-0101-0722. The cap fluid was being used as part of troubleshooting analyzer condition codes, however, no analyzer malfunction was identified. The investigation found no evidence that the accuracy of phyt quality control and pt results were affected. The definitive root cause could not be determined, however, the cap fluid itself could not be ruled out as a potential cause of the event.